Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer experienced a recoverable fault on the universal surgical manipulator 4 (usm4) that would not clear. The customer contacted the technical service engineer (tse) for phone assistance. The customer had already restarted the system, and tse then guided the customer through a hard restart of the patient side cart, which did not resolve the issue. The customer was able to disable the affected usm4 and planned to discuss with the surgeon how to proceed with the surgical procedure. System error logs showed repeated encoder and initialization errors for the fourth manipulator. There was no reported injury.